Event description:
Patient was undergoing elective vertebrobasilar junction aneurysm coiling. Close to termination of the embolization, the proximal segment of a coil was retained within the delivery catheter and did not respond to maneuvers to disengage the two. The catheter was intentionally left in and cut at the femoral entry site to be endothelialized.